Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one week post implant the patient was experiencing pocket stimulation. It was noted that the right ventricular (rv) lead exhibited high thresholds and no capture with unipolar pacing. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.